Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a post-operative check, the right ventricular lead exhibited high thresholds. The lead was repositioned successfully on (B)(6) 2015. The patient was in stable condition post procedure.